Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, his vision is perfect, but he is experiencing glare when under fluorescent lights. He reported that his pupils are somewhat large and the surgeon gave him medication but it did not help. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There has been one other complaint reported in the lot number which is for the fellow eye. Additional info was requested 07/29/2011 and 08/16/2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).